Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had flow blocked alarm. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer treated with manual injection. Troubleshooting was declined for high blood glucose. The product will be returned for analysis.